Manufacturer narrative:
Concomitant medical products: 439688 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during procedure the right atrial (ra) lead showed insulation damage. The ra lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.